Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would shut off while in use. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for investigation. A cause of the reported issue could not be determined. The customer received a new battery to solve the reported issue.

Event description:
The customer contacted stryker to report that their device would shut off while in use. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.